Manufacturer narrative:
On 3/30/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During left pvc ablation using thermocool¿ smart touch¿ sf bi-directional navigation catheter, a pericardial effusion occurred. A sudden decrease in blood pressure was noticed. A transthoracic echography was conducted and confirmed that a pericardial effusion was ongoing. A pericardiocentesis was completed but the blood pressure did not reach a stable and correct value again. Emergency cardiac surgery was needed to repair the left ventricular effusion; to suture the left ventricular apex. Following the cardiac surgery, the patient's condition was stable. It is believed that it resulted from a perforation of the cardiac tissue with the thermocool¿ smart touch¿ sf bi-directional navigation catheter or pentaray. Catheter and faced with the failure of antagonization by protamine and instability of hemodynamics with the patient. It was decided to do surgical exploration by sternotomy. The operation is marked by a vasoplegia with vasoactive support by noradrenaline. Then transfer the patient to cardio-vascular resuscitation. Evolution hemodynamics is satisfying with a quick norepinephrine withdrawal and a tension stability thereafter. When the incident occurred, it was quickly decided to proceed to a macromolecular filling, pericardial puncture and an autotransfusion. Transseptal puncture was performed with brk sjm (ref. G407208) and swartz sl0 8,5f sjm (ref. 407451). There was no evidence of steam pop. Irrigated catheter was used with the flow setting at inferior 30w: 8 ml/min, superior 30w: 15 ml/min. No error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module parameters were, location stability max distance change 3mm, minimum time 3s, force over time 25% minimum force 3g, tag index low 350, high 450, no additional filters were used. Color options were ablation index. The patient required extended hospitalization due to the cardiac surgery. It was also reported the patient has fully recovered.

Manufacturer narrative:
The biosense webster, inc (bwi) product analysis lab received the device for evaluation on 3/30/2021. The device evaluation was completed on 4/19/2021. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During left pvc ablation using thermocool® smart touch® sf bi-directional navigation catheter, a pericardial effusion occurred. A sudden decrease in blood pressure was noticed. A transthoracic echography was conducted and confirmed that a pericardial effusion was ongoing. A pericardiocentesis was completed but the blood pressure did not reach a stable and correct value again. Emergency cardiac surgery was needed to repair the left ventricular effusion; to suture the left ventricular apex. Following the cardiac surgery, the patient's condition was stable. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. During patency test some irrigation holes did not irrigate. Dome was dissected and reddish material was found occluding irrigation holes. A manufacturing record evaluation was performed for the finished device 30493148l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The patency test failed since not all the holes were irrigating. The instructions for use (IFU) states that : careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Before use, check irrigation ports are patent by infusing of heparinized normal saline through the catheter and tubing. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Fourier-transform infrared spectroscopy (ft-ir) analysis revealed that foreign material was primarily composed of biological material-base material. Presumably human tissue or fluid. The root cause of this occlusion is related to the usage of the catheter during the procedure, and it cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).